Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided final lot number 9127553 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a syringe was observed without scale markings. The missing scale markings resulted from an error in the syringe marking process. This defect should have been detected during the 100% inspection process and the product should have then been removed from the manufacturing line; however, the defective product was not properly detected and/or rejected. In response to this incident, a quality alert has communicated to all applicable personnel to raise awareness for this potential defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had no scale markings on it. This was discovered prior to use. The following information was provided by the initial reporter: "syringe with no graduation lines."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok syringe bulk sterile pharmacy convenience tray had no scale markings on it. This was discovered prior to use. The following information was provided by the initial reporter: "syringe with no graduation lines."